Event description:
On (B)(6) 2006 a perigee graft was implanted. It was reported that on (B)(6) 2007 a graft revision was done due to, "(perigee) extrusion through vaginal mucosa after healing has occurred."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.